Manufacturer narrative:
The subject device was inspected and evaluated. Device inspection and evaluation found the forceps elevator has foreign material. Furthermore, the following findings during inspection , service repair noted below: - switch box has a scratch. - r/l knob has a scratch. - aw-cylinder has discoloration. - s-cylinder has discoloration. - adhesive on a-rubber has scratch. - distal end has foreign material or stain. - due to annual inspection, parts must be replaced - adhesive around objective lens has wear. - there is corrosion around l-arm. Service repair noted based on summary of their findings : foreign material found. Mechanical damage found. Several non-critical items found. The reported fault is likely a result of customer mishandling. Major repair is required to return the device to OEM (original equipment manufacturer) standards. Investigation is ongoing. This report will be supplemented accordingly following investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
During device return inspection for estimation with no complaint description from the customer, service repair reported foreign material found on forceps elevator . There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Repair history review: the device was repaired within the past year as below: may24, 2021: preventative repair was done. Inspection found foreign material to the forceps elevator nov.4, 2021: standard repair was done. A-rubber glue worn, universal cord scratched and so on. Jan.17, 2022: standard repair was done. Stain on lg lens, switch broken and so on. Relation between subject device and suggested event: the suggested event was failure of the subject device. Device inspection results show nonconformities of the subject device, however, we were not able to determine a possibility that the nonconformities affected the suggested event. Similar case at the user facility: same model device with the same serial number: similar case was found in the past. Conclusion: root cause could not be specified. Consideration: cause of foreign material remaining under forceps elevator could not be specified. The following were assumed from investigation results: due to k-wire broken, forceps elevator did not work and reprocessing under forceps elevator was insufficient. Then foreign material remained. User¿s brushing method of/around forceps elevator differed from IFU (instruction for use) recommendation. Facility staff was less trained on device handling, usual reprocessing and reprocessing before returning device for repair in accordance with IFU. DHR review : a review of the device history record found the subject device was shipped in accordance with specifications. IFU (instruction for use): IFU (reprocessing manual) ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ IFU (reprocessing manual) says about the detailed reprocessing method around forceps elevator at ¿manual cleaning: brush the forceps elevator¿. The suggested event was detectable since IFU (operation manual) says that foreign material at forceps elevator is to be inspected by inspection prior to use at ¿inspection of the endoscope¿. Meanwhile, IFU (operation manual) says to reprocess device when returning device for repair at ¿returning the endoscope for repair¿ as below: ¿thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus.¿ conclusion: recommend sbc (service business center) to perform training in device handling and reprocessing. Olympus will continue to monitor complaints for this device.